Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer felt that insulin pump wasn't delivering insulin like it should be. The customer¿s blood glucose at the time of the event was 600 mg/dl. The current blood glucose value of the customer at the time of the call was 265 mg/dl. The customer experienced nausea and vomiting as symptoms of high blood glucose value. The customer visited the hospital emergency room due to high blood glucose and diabetic keto-acidosis. The customer had feeling sick/unwell, chest pain and vomiting as symptoms when visited hospital emergency room. The auto mode was activated at the time of the event. The customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was performed. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was recorded in the formatted history file on: (B)(6) 2023 13:58:14.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery (B)(6) 2023 15:00:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery (B)(6) 2023 15:10:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered = 35.25 dailytotalofbasalinsulindelivered = 16.5 dailytotalofbolusinsulindelivered = 18.75 (B)(6) 2023 00:34:46.000 normalbolusdelivered normalbolusamountprogrammed = 2 bolusamountdelivered = 2 (B)(6) 2023 05:37:12.000 normalbolusdelivered normalbolusamountprogrammed = 2 bolusamountdelivered = 2 (B)(6) 2023 07:19:46.000 normalbolusdelivered normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 (B)(6) 2023 13:58:14.000 normalbolusdelivered normalbolusamountprogrammed = 1.1 bolusamountdelivered = 0.15 (B)(6) 2023 15:23:20.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 (B)(6) 2023 15:25:22.000 normalbolusdelivered normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6) 2023 16:42:06.000 normalbolusdelivered normalbolusamountprogrammed = 6.1 bolusamountdelivered = 6.1 (B)(6) 2023 20:41:14.000 normalbolusdelivered normalbolusamountprogrammed = 3 bolusamountdelivered = 3 on (B)(6) 2023 13:58:14.000, the normalbolusamountprogrammed = 1.1 u, however, no delivery alarm/insulin flow blocked alarm was recorded and the bolusamountdelivered = 0.15 u. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:37:09.000 battery removed (84) power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded 1 week prior to the event date (B)(6) 2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. There were no unexpected pump errors/alarms/alert noted. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Battery cap contact missing/damaged was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.